Manufacturer narrative:
The camera head was not returned to the service center for evaluation. The cause of the reported event could not be determined at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, there was no image on the camera head display. There was no patient involvement reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred caused by stress on the head part or cable unit due to user's handling, and the image was no longer produced because of the failure. Handling the device is described below in the instruction manual: do not strike the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.